Manufacturer narrative:
Although photographs were provided showing the packaging damage, unfortunately all of the packaging was not returned for evaluation so a specific conclusion could not be reached on the cause of the damage. From previous similar examples, this indicates a specific repeated event related to transportation movement.

Event description:
It was reported that during a hip procedure on (B)(6) 2014, the internal packaging of the implant was found to be damaged. A second identical prosthesis was opened, but it was also found to have the internal packaging damaged. The surgery was delayed 1 hour. No patient injury occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA